Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined because the product lot number information was not available. Attempts were made to gather thorough event information during complaint processing; no further information could be obtained. The returned catheter had its tip missing and its shaft was weavily deformed for approximately 20 mm to the distal end. Tip breakage segment was observed under a microscope. It revealed that the tip broke at the boundary of tip and shaft suggesting the missing tip was approximately 5mm long. Remaining tip polymer was found stretched. On the proximal side, the shaft near the protector was deformed for approximately 40mm just as it was stretched once and then returned to its original condition. Review of manufacturing record could not be conducted as the lot information was not available. Although lot history review could not be conducted, since all the shipped products were inspected in the production process for meeting the product specifications and release criteria, there was no indication of product deficiency. Based on the obtained information and the investigation outcome of the returned catheter, it was presumed that pulling force exceeding the product's design limit might be applied while the catheter tip was trapped by the moderately tortuous and heavily calcified lesion, and that led the catheter to break apart at the trapped tip. The IFU states that: - [contraindications] do not use this microcatheter in advanced calcified lesion; - [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the cause are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and - [malfunctions] separation.

Event description:
Reportedly, during a retrograde pci to treat a moderately tortuous/circumflexed and heavily calcified cto lesion in the mid to distal rca, the subject catheter was used and partly crossed the lesion, and then became stuck. After forceful removal of the catheter, its tip was noticed to still be in the lesion segment. A guide wire was advanced to the lesion and the catheter tip was stented to the side of the vessel.